Manufacturer narrative:
(B)(4). Visually confirmed superior dynamic jaw is broken off at the pivot hole and not returned for analysis. The lower portion of the tip is also cracked at the pivot pin hole and the pin is missing. Optical inspection reveals a fairly brittle fracture surfaces with no indication of fatigue. The location and amount of force required to induce fracture of the tip is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pin of the instrument broke during use but all pieces of the broken device were retrieved. There were no broken pieces remained within the patient. No patient complications were reported.